Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: addrl1 implantable pulse generator (B)(6) 2008. (B)(4).

Event description:
It was reported that the right ventricular lead displayed noise on electrocardiogram (ECG). The patient will wear a holter monitor and the results will determine if further action is required. The lead remains in use. No patient complications have been reported as a result of this event.